Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured in 2008. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.